Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method codes, result codes and conclusion codes device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The stent was microscopically examined. The balloon was loosely folded with contrast in the inflation lumen and balloon. Microscopic examination revealed that stent is stretched/damaged starting 1.6cm from the proximal markerband. There were numerous hypotube and shaft kinks throughout the device. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. A 32x4.50 rebel stent was selected to treat the lesion. However, during unpacking, it was noticed that the stent struts were opened. The device was replaced by another rebel stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 32x4.50 rebel stent was selected to treat the lesion. However, during unpacking, it was noticed that the stent struts were opened. The device was replaced by another rebel stent. No patient complications were reported and the patient's status was stable.